Manufacturer narrative:
This supplemental report is being submitted to provide additional information and to correct the initial MDR. The correction was made to the "date received by manufacturer". The actual date is june, 5th, 2020, not september 29. 2020. The device was not returned to omsc, therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to poor contact of the video connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection, the endoscopic image disappeared by poor contact. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.